Manufacturer narrative:
Evaluation results: (root cause of the deflation difficulties unknown; returned device inflated/deflated without issue). (B)(4).

Event description:
The physician was attempted to advance an integrity rx stent to lesion. There were no abnormalities noted prior to use of the device. The device took a longer time to inflate and deflate than physician expected. No clinical sequelae were reported. Evaluation summary: visual inspection of the device confirmed there was no necking or stretching of the balloon bond and inflation lumen. The balloon was inflated and deflated within specifications.